Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty cycler with cycler set and the adverse event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there are no allegations of a device malfunction or cycler set leak reported for this event. Peritonitis is a known complication of pd therapy as end stage renal disease patients have a decreased immune system and dialysis itself has the potential for microbial contamination. Based on the available information and no report of any device or set issue, the liberty cycler and cycler set can be ruled out as the cause of the peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the contact reported that the patient currently has peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was diagnosed with peritonitis on an unconfirmed date. Pd effluent cultures were not available, however, the pdrn stated a second culture needed to be drawn. The patient was prescribed antibiotics (type, route, dose, frequency and duration unknown). The patient did not require hospitalization for this event. The cause of the peritonitis was not confirmed. Additional details surrounding the patient¿s peritonitis event were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.